Manufacturer narrative:
A specific root cause could not be determined. Calibration and quality control results were acceptable. A reagent issue is not evident. A general instrument or assay problem was excluded. Based upon information provided, the customer was not centrifuging the sample to the manufacturer's specification. In addition, the customer was not using the recommended rack adapters. These two issues may cause incorrect results.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e601 analyzer. The patient's initial hcgb result was 0.255 miu/ml. A few days later, the patient had another sample drawn and the result was >15000 miu/ml. The customer considers the initial, negative result to be incorrect, because the patient was pregnant. It is unknown if there were any adverse events. The hcgb reagent lot number was 00162501 and the expiration date was 07/31/2012.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).